Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a specific cause for the reported pump pocket infection and a direct correlation between the device and the reported chronic hypertension could not be conclusively determined through this evaluation. The submitted log files captured intermittent elevations in pump power and estimated flow above the patient's baseline on 28nov2023 and 29nov2023. Average pi values showed a stable trend throughout the captured events. The pump appeared to have operated as intended at the set speed, and there were no other notable events captured. (B)(6) was returned assembled with the driveline (dl) severed approximately 5" from the pump housing. The remainder of the dl including the controller connector was returned, measuring approximately 33". The sealed inflow cannula (inlet extension, flex section, inlet elbow) was returned assembled and attached to the pump inlet port. The apical sewing ring was returned attached to the inlet extension. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was attached to the graft attachment and bend relief hardware. Upon disassembly of (B)(6), a tissue-like deposition was observed surrounding the outlet bearing ball in the proximal side of the outlet stator. Upon removal, the deposition broke apart into multiple pieces. The lack of concentric layering indicated that this deposition did not initially form in the outlet stator and likely, originally formed elsewhere. Although the origin of this deposition could not be determined, its areas of denaturation suggested that it was present while (B)(6) was supporting the patient. A tissue-like deposition was observed on the distal side of the outlet stator which revealed small areas of denaturation, but overall had a soft texture and appeared to have been a part of the deposition observed on the proximal side of the outlet stator. The lumen of the outlet elbow revealed a tissue-like deposition that was a mixture of soft and grainy, denatured tissue. Upon removal, the deposition broke apart into multiple pieces. A ring-like, loosely adhered, and acute tissue-like deposition was also observed around the proximal edge of the outlet elbow. It appeared that the depositions observed on the proximal side of the outlet stator surrounding the bearing ball, on the distal side of the outlet stator, and in the outlet elbow were collectively part of one deposition that had an anchor point on the proximal side of the outlet stator and extended along the flow path through to the lumen of the outlet elbow during support. Although a specific cause for the observed thrombus formations could not be conclusively determined through this evaluation, if these depositions were present in the pump during operation, they could have caused increased resistance on the rotor, resulting in the elevations in pump power captured in the submitted log files. In addition, they could have potentially contributed to the report of elevated ldh. Upon removal of the depositions, the device was cleaned. The bearings, rotor and blood contacting surfaces were then examined under a microscope; no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portions of the dl did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification; the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C, and the heartmate ii patient handbook, rev. C, are both currently available. Section 1 of the IFU lists hemolysis, device thrombosis, and pump pocket infection as potential adverse events that may be associated with the use of the heartmate ii lvas. Section 6 of the IFU (under ¿anticoagulation¿) provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also states that "post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Antihypertensive therapies must be documented." The IFU states that the system controller monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected . Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient reached with concerns for elevated power and flow and lower pulsatility index (pi). These changes occurred over a couple of weeks. Lactate dehydrogenase (ldh) on (B)(6) 2023 was less than 1000. The patient was chronically very hypertensive. When the patient came to the clinic, their international normalized ratio (inr) was supratherapeutic. Computed tomography (CT) chest with contrast was obtained and was not indicative of pump thrombosis or outflow graft obstruction. Power and flow spikes were intermittent. Log files captured unsustained power/flow elevations along with power & flow trending downward. The log captured 227 pi event over an 18-hour 9 minute 27 second log file duration. The patient had been on intravenous integrillin. The patient was having flow variations, periodically displaying "- - -". They were not symptomatic, but blood pressure was significantly reduced from prior. Medical team was giving a fluid bolus and rechecking hemoglobin/hematocrit. Additional information stated that patient was taken to operating room for explant due to pump thrombus and pump pocket infection. Patient heart function was recovered and there was no exchange or reimplant. The patient was in intensive care unit post procedure.